Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently displayed current errors and required a reboot to regain system functionality. No pt serious injury or death was reported related to this event.